Manufacturer narrative:
A complaint history review could not be performed as no material and batch/lot number was provided. A device history record (DHR) review could not be performed as no material and batch/lot number was made available for this reported event. Retain sample analysis could not be performed as no material and batch/lot number was made available for this reported event. Root cause could not be determined due to unavailability of sample, material and batch/lot number information.

Event description:
No additional information is available.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima ii leaked at adapter tubing junction on (B)(6) 2025, the patient was full-term and ready for a cesarean section. When the tube was inserted into the vein, it kinked and ruptured.